Manufacturer narrative:
(B)(4). Title early outcomes of two-stage minimally invasive oesophagectomy in an australian institution source royal australasian college of surgeons, 2018 (1-5) date of publication: 23 may 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Pli-10: according to literature study, a total of 62 cases were reviewed for morbidity and mortality after a two-staged minimally invasive oesophagectomy (mio) procedure. It was reported that there was one patient death reported within 30 days, the cause of death was not reported within the literature.